Manufacturer narrative:
Final device analysis revealed the connector was broken around the suture ring. This product is a two-piece catheter and only 3.2 cm (including the pump connector) of the proximal piece was returned.

Event description:
The MFR rep reported that during a pump replacement surgery it was noted that the "catheter was connected to the pump, but the seal was broken". No patient injury was reported and the patient recovered without sequela. The drug contained in the patient's pump was intrathecal lioresal (2000 mcg/ml) delivered at 375 mcg/day.